Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing shortness of breath after their permanent scs system implant. The patient increased her oxygen input from their portable oxygen tank, but their oxygen level did not increase past 87%. The patient was admitted to the emergency room for chronic obstructive pulmonary disease (copd) exacerbation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
"Study" was inadvertently not check marked in the initial.